Event description:
The patient was revised because of groin pain, the acetabular cup was found to be loose when the surgeon removed the bone screws. Osteolysis was noted.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.